Manufacturer narrative:
Should additional information become available, this event will be updated and resubmitted.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.

Event description:
Additional information was received that this device was explanted for battery depletion. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable device charge time has increased from 8.2 seconds in (B)(6) 2009 to 17.4 seconds in (B)(6) 2010. The charge time then decreased to 16.4 seconds in (B)(6) 2010 and has remained constant since. This charge time sequence was reported as unexpected. Currently this device remains implanted and in service. Normal follow-ups have been implemented. No adverse patient effects reported.